Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The lead was returned with the helix retracted. The analyst noted: the proximal conductor was distorted against the distal conductor at 7.3cm; no further helix testing possible. The outer insulation was cut at 8.5cm (explant damage). Concomitant: 5076-52 lead implanted: 2014-(B)(6). (B)(4)

Event description:
It was reported that the patient's right atrial (ra) lead was found to have elevated thresholds and loss of capture. After further testing, it was determined that the ra lead was dislodged. During the lead revision procedure the physician made three different attempts to reattach the ra lead, however, the lead could not be reattached. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.